Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted neurostimulator (ins). The reason for call was patient says they have to charge ins every 3 days and used to only have to charge every 3 weeks which started happening in december 2023. Pt says they met with a rep on january 30th and they tried reprogramming it and "put it on an alternating situation where it was on and off every 30 minutes but that made me have terrible pain so she changed it back to normal and she tried reprogramming further up the spine but it wouldn't work". Reviewed that pt would need to follow up with hcp/rep again about this charge frequency issue. Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that the patient said the screen was blank and unresponsive, and the stim on and off button was loose and rattled. They also said the charge level wouldn't increment for 30-40 minutes and then went to 70 percent after an hour and a half of charging and took 3 hours to fully charge from 30 to 100 percent and says this started about 10 days ago and happened again on february 11th. Resetting controller allowed the screen to come back on but stim on/off button is still rattling. A replacement controller was sent out. No patient symptoms were reported. Pt called back stating that they had an ongoing issue with how long the ins stayed charged and that they were having difficulty recharging the ins. Pt said that they were charging the ins every three days and that they only used the ins during the day. Pt said that they just tried to charge the ins. Pt said that a week ago it took three hours to recharge the ins. Pt said that they turned the controller on and saw that the ins was at 0% even though they just charged the ins on friday. Pt said that almost instantly, the ins went up to 30% and recharging excellent was indicated. Pt said that it took 45 minutes but the ins hadn't charged past 30%. Pt said that recharging excellent was still indicated, however then it said finished. Agent had the pt reset the controller during the call. Agent had the pt unlock the controller and check the batteries screen; the controller was at 90% and the ins was at 30%. Pt noted that the controller was at 100% when they started recharging the ins. Pt saw no apparent damage to the equipment. Agent reviewed recharger replacement with the pt. Agent redirected pt to hcp for possible ins reprogramming to further address the pt's concern with the ins battery not lasting as long. Pt said that they had met with a rep twice, but they weren't too impressed with what the rep was telling them. Pt said that they never had the ins battery run out in three days and they used to use the ins all day long for three weeks at a time so this was not normal. Agent reviewed with the pt that the ins battery depletion was based on therapy settings/usage. Agent reviewed expected ins longevity with the pt as pt asked if the ins battery was going bad. Pt said that they were in so much pain so they weren't happy with the ins. Pt said that for two years they had no pain and now the pain was all back like it was in 2009. Pt said that they had been in communication with the rep over the last several weeks. Pt said that another rep (they forgot the rep's name) sent the rep they had been working with named sam to help them since that other rep was busy. Pt said that they would reach out to the reps. Additional information received from the patient. Pt called back and noted they received the replacement controller and recharger from this case, but continued to have issues recharging the ins. Pt noted they already met with their mdt rep 3 times and took over 2.5 hours to go to 50% and finished. Pt confirmed no damage to li contacts. Agent reviewed airport screening compatibility. Agent sent email to repair for a battery pack. Additional information from the patient indicated that patient stated that they are charging every 2.5-3 days. They have seen the manufacturer representative (rep) 3 times and tried to make adjustment but nothing earth shattering has occurred. Patient stated did not use the device for years but they always kept it charged up. No contributing factors were reported (adjustments, falls, etc.). Patient had a return of their baseline pain in oct which is why they were using their device again. The healthcare provider (hcp) doesn't do anything in regard to the device, they tell the patient to call talk to the rep. Patient stated they called earlier today because it took them 2.5 hours to charge from 40-100%. When patient reached 50% it stated finished. Patient kept moving paddle to resolve the issue, they had a terrible time to get it charged. Patient is to receive a new bp. Pt asked if the system can be removed, and they were referred to their hcp. Patient is considering having it removed and potentially upgrade the device. Additional information was received from a patient (pt). It was reported that they are having the same issue with recharging the ins at excellent quality and ins is only at 30% after 30mins of recharging. Patient stated they get the ins to 60% charge and screen shows finished. Patient stated they are charging the ins every two and half days. Patient stated they me with mdt rep sam before april 2024 and rep didn't seem to know much and did not help her with the programming she did. Patient stated she intend on getting the ins replace this fall with a abbott implant. Agent confirmed patient did not have fall or trauma. Agent asked patient to connect with controller and controller showed ins 40%, controller 60% charged on group c, p1 at 5.9v, p2 at 3.5v. Agent confirmed there is no visible damage to the devices. Agent reviewed device function and recharging expectation depends on usage and setting. Agent reviewed the external devices are functioning as intended. Agent reviewed rtm will be replace and if the issue is not resolve patient will need to consult with hcp ofc for next steps. Agent sent email to local reps. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are require unless additional information indicates a reportable event.